Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an allergic reaction to the implanted cardiac monitor. The patient experienced itchiness and developed a rash at the implant site. An allergy test was conducted and found that the patient tested positive to the metal components of the device including the uncoated titanium and metal ring embedded in the silicone rubber. The device was then explanted. The patient was in stable condition and no further issues were reported at this time.